Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device is giving low leak co2 rebreathing risk alarm. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided the customer with the part number of the flow sensor assembly as the recommended repair part.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.